Manufacturer narrative:
Section d4, h4: additional information. Manufacturer's investigation conclusion: a specific cause for the reported cardiac arrhythmias and a correlation to (B)(6) cannot be conclusively determined. The patient remains ongoing on vad support. No product available for investigation. The heartmate 3 lvas IFU lists cardiac arrhythmia, as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient experienced cardiac arrhythmias. The patient was hospitalized and defibrillated. The event has since resolved. No further information was provided.